Event description:
The patient was initially implanted with an afx bifurcated stent graft, two (2) vela suprarenal stent graft extensions and a limb stent graft to treat an abdominal aortic aneurysm (aaa). Approximately 4.5 years later, a computed tomography angiogram confirmed a 1b endoleak (possible 3b) with thrombus burden within the endograft. The physician performed a re-intervention and elected to re-line the original implanted devices with an endurant (gore) device (non-endologix). Reportedly, the endoleak was resolved and patient tolerated the procedure well. Additional information: during clinical assessment, it was confirmed that the type ib endoleak of the right iliac artery and the type iiib endoleak of the distal bifurcated stent graft had occurred.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the type ib endoleak of the right iliac artery is confirmed. The type iiib endoleak of the distal bifurcated stent graft event is confirmed. Procedure related harms, device, user, procedure or anatomy relatedness of this event could not be determined with the medical record/ images available for review. The final patient status was reported to be discharged on the first postoperative day home without complications. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with an afx bifurcated stent graft, two (2) vela suprarenal stent graft extensions and a limb stent graft to treat an abdominal aortic aneurysm (aaa). Approximately 4.5 years later, a computed tomography angiogram confirmed a 1b endoleak (possible 3b) with thrombus burden within the endograft. The physician performed a re-intervention and elected to re-line the original implanted devices with an endurant (gore) device (non-endologix). Reportedly, the endoleak was resolved and patient tolerated the procedure well.